Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of cord is pulling away/breaking at the strain relief was confirmed. The strain relief is pulling away from the cord exposing the wires on the probe end. The root cause is due to use of the device. H3 other text : evaluation findings are in section h11.

Event description:
It was reported it looks like it is pulling from the strain relief at the neck of the probe (B)(6)2023 it was found during an investigation that the strain relief is pulling away from the cord exposing the wires on the probe end.